Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent revision procedure wherein the lead was repositioned and still implanted in patient's body. The patient was doing well postoperatively.